Event description:
Pt had a code situation. Defibrillator pads applied and a shock was initiated. Lifepak20 defibrillator utilized to resuscitate pt. A loud pop sound resulted in non-deliverance of treatment shock - closer inspection revealed break in cable system. Lifepak20 was cleared by facility biomed department. New set of defibrillation electrodes applied and pt successfully defibrillated and resuscitated. Cables have an arc looking defect near the connection to the defibrillator. Leads appear to be cut off and unable to locate lead or packaging. No packaging saved so unable to determine lot number, expiration date, etc. Different package from same type of leads available. Unk if from same lot number, expiration date, etc.